Manufacturer narrative:
An investigation has been carried out, the outcome findings show an error was made during the installation of the device. The issue has been corrected by trained elekta operatives allowing the device to be returned to clinical use.

Event description:
During installation of leksell gamma knife icon it was identified by an elekta installation engineer that some of the internal wiring was not connected correctly. The device is not in clinical use.